Manufacturer narrative:
The reported events were infection. As received, only a partial middle portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fracture but found an internal short between the inner coil and outer coil conductor paths consistent with procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented with an infection. The low voltage lead was explanted. No further information provided.

Event description:
It was reported that the patient has deceased. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device. It was noted that an infection was observed.

Manufacturer narrative:
The reported events were infection and patient deceased. As received, only a partial middle portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fracture but found an internal short between the inner coil and outer coil conductor paths consistent with procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: incorrect serial number reported.